Event description:
Got started on new contacts used clear care solution before. Used to rinse and put lenses in my eyes. Md gave me sample, looked the same, I rinsed lens with solution and put the lens in and felt a great horrible burn in my eye. Started splashing water and removed lens; 6 hrs later my eye still red and sensitive. Will call the mds office in am.